Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The death was not considered to have been device or therapy related. The device parameters were within normal limits for this patient. No pump was explanted and no autopsy was performed.

Event description:
The onset of the infection was 20nov2025 and the source of the infection was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. A specific cause for the reported infection could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection and death. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later reported the patient was on hospice and the device operated as expected. The patient was on hospice due to failure to thrive and infection. The patient had pseudomonas bacteremia and antibiotics were not curative.